Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the non-tortuous and moderately calcified mid circumflex artery. A 2.50 x 20mm synergy ii drug eluting stent was introduced but was difficult to advance. After removal, the stent was visually checked and it was noticed that the distal strut was lifted. The device was removed intact and the procedure was completed with a different device. No patient complications were reported.